Manufacturer narrative:
Unit received unable to perform the displacement test due to cracked case display window corner and cracked bleeding lcd. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display of the insulin pump had cracked. The customer's blood glucose level was 134 mg/dl at the time of the incident. The customer stated that the reservoir lip ring was not damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.